Event description:
It was reported that this right ventricular (rv) lead exhibited noise with isometrics, oversensing and pacing inhibition with no asystole observed. The pacemaker device was explanted, the right atrial (ra) lead and this right ventricular (rv) lead were surgically abandoned, and all products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.